Event description:
Patient had a reduction of recurrent incisional hernia with mesh from ethicon mesh pm11 lot rjj130 exp 2003. Ethicon recently reported the existence of counterfeit mesh with above lot number. At this time, the patient is not exhibiting any side effects.

Event description:
Initially pt had a reduction of recurrent incisional hernia with mesh from ethicon mesh pmii lot rjj130 exp 7/2007. Pt returned to surgery in 2003 for I&d of surgical wand. Appears pt has an infection now.